Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell down stairs and the touch screen became shattered. The pump touch screen became dark and would not turn on. Customer's blood glucose was 99 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.